Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated through 'quick start'. Upon interrogation through mini application, an error message was displayed indicating a 'possible device malfunction'. It was also noted that the patient has not been exposed to radiation or undergone an MRI procedure.